Event description:
It was observed during the device inspection, that the colonovideoscope exhibited reduce in water-cut function due to clogging of the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Olympus will continue to monitor field performance for this device.